Manufacturer narrative:
Upon further review, this is not a reportable malfunction as the event occurred during preparation for use. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections: g3, g6, h2, and h10.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the front panel blinking light was attributed to the filter turret position detection switch malfunction. In addition, there is wear of the scope detection switch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the front panel of the device had blinking issues. There is no reported harm to any patient.